Event description:
Customer reported an incident where the machine jumped from prime to "status" screen with no intervention. A gambro tech evaluated the machine and concluded that the compact flash was corrupted. No blood loss reported.